Event description:
The user facility reported that during a patient procedure, their dual-articulating head rest lowered from its locked position. The head rest was repositioned and the procedure was completed without further issue. The patient was taken for x-rays post-procedure as a precaution.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the dual articulating head rest and confirmed the reported issue. The user facility will be provided with a replacement head rest. The headrest subject of the reported event was returned to steris for evaluation. The evaluation concluded that an excessive amount of loctite was applied during the assembly process of the head rest. This can cause loctite to be present in the gear grooves, not allowing the locking mechanism (pawl) to be fully seated within the gear. In some cases, partial seating could occur; additional/incidental movement of the patient's head or by contact of the head rest from user facility personnel could cause the pawl to come out of the gear. Assembly staff were re-trained on the proper application of the loctite. Additionally, all current on-hand inventory was inspected. Steris has confirmed the reported issue. Steris initiated a recall of affected head rests on 11/28/2023.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.